Manufacturer narrative:
Not returned.

Event description:
It was reported that the patient presented in office with a complaint of left arm swelling. The physician performed a venous doppler and ultrasound, and venous thrombus was confirmed. The patient began to vomit and was transferred to emergency room via ambulance. The patient was admitted and treated with medication. The patient was discharged in stable condition.